Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was found down with both batteries disconnected. The paramedics reconnected the batteries and transported the pt to the nearest emergency room., then to the implanting hospital where he later expired. The hospital was not aware how long the pt had been without power to the pump.

Manufacturer narrative:
The vad coordinator reported that the hospital will not be returning any of the pt's equipment to the MFR for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.